Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ping meter displayed the "error 1" message. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The product was not new. There were no symptoms or treatment alleged. This complaint is being reported because the user alleged the "error 1" message appeared on the display of the meter. There were no symptoms alleged. Replacement products were sent to the customer.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.